Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Date of event: unknown date in (B)(6) 2016. Investigation summary: review of the device history record for 00515049500, lot number 63453921, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. However, pictures attained from the customer through followup show that the unit had ruptured before use. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). It is unknown if the product will return to zimmer biomet for investigation. However, once an investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that device's battery exploded while stored on the shelf. No adverse events have been reported as a result of the malfunction.